Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown blood glucose (bg) level. The customer reported being "fine" and ended the call with tandem technical support.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level.